Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had been hospitalized while on the pump. The reporter was unable to provide any information about blood glucose levels or treatment. The reporter was unable to provide any details at the time about what had caused the hospitalization. Customer technical support has attempted to contact the patient but has been unsuccessful. If additional information about the hospitalization is gained then a supplemental report will be filed. This complaint is being reported based on the allegation that the patient was hospitalized and the pump could not be ruled out a contributing factor.